Event description:
It was reported that the images on the left monitor were grainy, pale and shifted to the side so only half of the image is showing. This will cause the system to be unusable due to the inability to fuse the live image. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.